Event description:
The customer reported that one of their cryomacs freezing bags 500 ml ports was disconnected from the tubing causing content of the bag to be released. The event occurred at: (B)(6) medical center. (B)(6).